Manufacturer narrative:
(B)(4). Approximate age of device - 7.5 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient reported feeling sluggish and not well on (B)(6) 2016, but refused to go to the emergency room despite recommendations from the vad coordinator. The patient presented to the clinic on (B)(6) 2016 and was immediately sent to the emergency room for suspected gastrointestinal bleeding. The patient had a hemoglobin level of 4 g/dl and inr of 1.8 and underwent a gastrointestinal workup. Non-bleeding arteriovenous malformations were found and reportedly self-resolved. The patient was transfused 2 units of blood and was taken off all anticoagulation, aspirin, and prednisone. The patient was then discharged home and has reportedly been stable since.